Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 11, 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately low compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 12am on (B)(6). The patient reported obtaining a blood glucose reading of 71 and 112mg/dl on the subject meter and ¿hi (over 600mg/dl)¿ and 434mg/dl on another verioiq meter, obtained within 30 minutes of each other. These readings exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management in response to the alleged issue. The patient reported developing symptoms of ¿sleepy and couldn¿t remember where she was¿ immediately after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia while using the subject meter.